Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An image associated with this reported event was submitted for review. Review of the provided image is consistent with the tip being thermally damaged.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the fenestrated bipolar forceps (fbf) had a damaged tip. There was a collision that occurred between the fbf and the monopolar curved scissors (mcs) in use at the time and a sparkle was observed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer confirmed that the cannula was inspected prior to use and a pin gauge was used to inspect the cannula. The arcing appeared to originate from the mcs during activation and the arc grounded near the jaws of the fbf. The customer was dissecting when the arcing event occurred. Monopolar coagulation energy was activated when the arcing event occurred. The instrument was in use for about 60-90 minutes prior to the arcing event. When the arcing event occurred, the customer confirmed that the instrument tips were in contact with tissue as the fbf was retracting tissue. The instrument tips did not touch any staples, clips, or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The surgeon believed that while the mcs was approaching the fbf, which was retracting tissue, the arc was generated during activation of the mcs. There was no injury to the patient and the patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. Mcs instrument was inspected prior to use and there was no damage or anything out of the ordinary. There was no thermal damage found on the mcs.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting at the yaw pulley. No conductor wire damage was observed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.